Event description:
Vital port was initially inserted on december 9, 1997. On 12-15-98, the patient noted that the port started "leaking" as evidenced by a "burning sensation" and "shooting pains" in the neck during the administration of antibiotics. Patient described the pain as coming from the "port". A surgical consult was ordered. The surgeon identified that the port was non functioning and scheduled the patient for removal of the port on december 16, 1998. During the procedure to remove the port, the surgeon documents that he felt a "pop" and then identified that 1/2 of the catheter was still in place. This was verified by a post operative chest x-ray. A thoracic surgeon was consulted on december 16, 1998 and patient was scheduled for a thorocotomy to remove the fragmented section of the catheter on december 17, 1998.